Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the tip of the blade was broken during an ess (endoscopic sinus surgery) procedure. It was noted that there was no broken piece(s) of the device that was left inside the patient's body. It was the initial use of the device. There was no delay in the procedure as a result of this event. The procedure was completed using a back-up device. There was no patient impact or injury.

Manufacturer narrative:
Analysis found that there was no portion of the tip that was detached or missing. The inner spiral wrap broke at its proximal most end. The inner spiral wrap break would have been contained by the outer tube while in the handpiece, if a portion detached and became a device fragment, it would have had to occur after the blade was removed from the handpiece. When viewed under magnification, there was damage to the hubs that is consistent with improper or difficulty loading the device into the handpiece: dimples on the front hub prior to the locking area caused by a misalignment of the handpiece locking mechanism; locking area deformation caused by the back side of the front collet of the handpiece; and deformation of the proximal inner hub chevrons caused by the handpiece drive mechanism. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that the tip was stretched out of the outer tube support area by 0.19¿ which would have resulted in the reported event. If information is provided in the future, a supplemental report will be issued.